Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. During the percutaneous transluminal coronary angioplasty case, a 3.50mm x 20mm liberté stent delivery system was used to treat the lesion but the stent eluded on the balloon. The doctor pulled the device away from the vessel. The device was removed completely by using a snare. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The liberte stent delivery system was received with a stent, liberte shelf box, inner packaging pouch and carrier tube. The batch number on the device and packaging matched the reported batch. The stent was received separated from the sds and was flattened and stretched. There was contrast in the inflation lumen. The balloon was loosely folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. During the percutaneous transluminal coronary angioplasty case, a 3.50mm x 20mm liberté¿ stent delivery system was used to treat the lesion but the stent eluded on the balloon. The doctor pulled the device away from the vessel. The device was removed completely by using a snare. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).